Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was inspected with wet fingers and the hydrophilic coating was examined along its length. The coating was present on the guidewire and no anomaly was noted. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The guidewire distal tip was inspected and there was no break or fracture present. The corewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond and distal bond joints were in place. During functional inspection, the device was inserted into the hub of an sl-10 demonstration microcatheter and was advanced through the microcatheter and out the distal tip without any resistance or friction. The event was not confirmed based on analysis of the returned device. The device met specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, there was no friction/resistance encountered during the procedure. The patient¿s anatomy was not tortuous. The product was removed successfully from the patient¿s anatomy. Analysis of the returned device found no break/fracture or anomaly with the device and it was found to be within specifications. The corewire distal end was observed through the distal tip dome and was in specification. Therefore the as reported event will be assigned not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the tip of a guidewire (subject device) was fractured during the procedure. The fractured portion of the guidewire was removed successfully from the patient¿s anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the tip of a guidewire (subject device) was fractured during the procedure. The fractured portion of the guidewire was removed successfully from the patient¿s anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.